Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced an event of infusion set detachment in tubing due to high temperature on (B)(6) 2024. Infusion set was used for 1 day. Location of detachment was abdomen. No further information was available.

Manufacturer narrative:
(B)(6).